Event description:
During an internal fixation for a mandibular fracture on the patient's right parasymphyseal area, one of the screw heads used to fixate the fixation plate broke off during insertion while the remaining portion of the screw still resides within the patient's mandible. All other screws were inserted successfully. No harm was caused to the patient.